Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The fse - troubleshooting action: the customer troubleshot with technical support and opening the display and tightening the screws in the display resolved the issue of the lines across the display. Fse - tightening the screws in the display resolved the issue of the lines across the display. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator screen has line across. There was no patient involvement.